Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Additionally, it was reported that the customer experienced a low blood glucose level of 27 mg/dl. Customer addressed bg by consuming four oranges. Ultimately, customer went to the ER on (B)(6) 2022 for a few hours and was subsequently hospitalized. Reportedly, customer was treated intravenously with fluids of saline. Treatment resolved the issue and there was no permanent damage. Customer was released from the hospital on (B)(6) 2022.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.